Manufacturer narrative:
The customer's reported complaint of the platform exhibiting ua7 error message was confirmed during archive review; however was not replicated during functional testing, indicating that the user was able to clear the error messages. Per the autopulse user advisory guide, user advisory error messages are designed into the platform when one of several conditions is detected. Ua7 error message occurs when the patient not oriented on the autopulse platform correctly or the patient has shifted. Functional testing was performed and the autopulse platform passed functional tests without exhibiting any fault or error ua7. However, further investigation indicated that one of the load cells (load cell 1) was over reporting. After replacing the load cell 1, load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Following service, the encoder gearbox was replaced to avoid the re-occurrence of ua34. Run in test was performed for 10 minutes and the platform passed functional testing and there were no faults/errors found during testing. The platform successfully passed functional testing. A review of the archive was performed and found user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message occurred on the reported event date of (B)(6) 2017; thus confirming the reported complaint. The archive also showed multiple faults user advisory (ua ) 34 (encoder failure) on (B)(6) 2017 but it is unrelated to the reported complaint. A visual inspection of the system was performed and found no discrepancies or issues with the platform. Historical complaints were reviewed and one previous related complaint (B)(4) was reported on (B)(6) 2013 for this autopulse platform (s/n: (B)(4)). The same error message user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was observed during evaluation and it was due to a faulty load cell modules.

Event description:
It was reported that during a shift change, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message and the lifeband has failed taken up. There was no patient involvement reported. No other information was provided.